Manufacturer narrative:
Other, other text: additional information was received that incident did not occur while in patient use; occurred during drug preparation and nurse changed to a new one.

Event description:
"Leakage inside cassette. Observation: leakage of the bag inside the cassette reservoir observed upon drug insertion process into the cassette. The nurse use a new cassette for the patient and send this faulty one for investigation." Additional information was received on 08 may, 2020. There was no patient involved as the issue was discovered during drug preparation and nurse changed a new one once item found faulty. No other information was provided.

Manufacturer narrative:
Other, other text: h10 - device evaluation results: the affected cadd cassette reservoirs was returned for investigation in used condition. The product was visually inspected at a distance of 12 to 18 inches and under normal conditions of illumination. No cuts or damages that could cause leaks were found. A syringe was used to infuse water into the cassette bag. The functional test did not show any leaking. The customer reported product problem was therefore not confirmed. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, leakage inside the cassette was noticed. It was reported that leakage of the bag inside the cassette reservoir was observed upon drug insertion process into the cassette. Subsequently, the nurse switched to a new cassette for the patient. No reported adverse effects or patient injury.